Event description:
It was reported that the patient had an infection and the physician was unable to determine the cause. It was noted that a bubble formed at the anchoring incision and when the patient's son popped the area, the anchor came out of the incision. The patient underwent an explant procedure. There were no reported complications postoperatively. Additional information was received that the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 33825829, product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080169/7081178.

Event description:
It was reported that the patient had an infection and the physician was unable to determine the cause. It was noted that a bubble formed at the anchoring incision and when the patient's son popped the area, the anchor came out of the incision. The patient underwent an explant procedure. There were no reported complications postoperatively.